Manufacturer narrative:
The reported events of ¿insulation breach¿ and oversensing noise were confirmed. Final analysis found that the insulation was abraded at 17.3 cm to 18.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device.

Event description:
It was reported the right atrial (ra) lead exhibited over-sensing of noise. When the pocket was open, a visible insulation breach on the ra lead was found. The ra lead was explanted and replaced. There were no adverse health consequences, the patient was stable.